Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the patient had a delusional episode and attacked the nurses. During the episode the the right ventricular (rv) lead was dislodged. The pacemaker dependent patient coded. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.